Manufacturer narrative:
This is the first complaint for the finish goods lot and the first complaint reported for this issue. Review of the device history record indicates the order was built to specification. The customer reported that fiber were noticed in the eye of a patient during their first post op visit. The fibers were removed during the first post op visit. In the complaint, the gauze was reported to be the product that may have caused the fibers; however, a sample was not returned to investigate in order to verify that statement. The root cause of the customer's complaint could not be established as a sample was not received. Without a sample, it is not possible to isolate the root cause. No action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported that a fiber was noticed in a patient's eye postoperatively. The fiber was removed at the slit lamp. Additional information has been requested. No sample is available for evaluation.